Manufacturer narrative:
D9: date returned to mfg 7/1/2024. Twelve devices were returned for analysis. Visual inspection showed the device was in good condition. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. A history review identified there was no indication that the complaint was related to the device within the review period.

Manufacturer narrative:
E1: phone (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a leak occurred in an area of the trust where pediatric patients are treated. There was unknown patient involvement and unknown patient adverse effects.